Event description:
The customer reported that the film function (cine) wouldn't work, resulting in a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on-site investigation. The reported issue could not be identified or duplicated. The system was operating as intended.